Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the insulation was damaged due to fraying. This damage must be regarded as cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress of the lead over a longer period of time. The pt and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or manufacturing.

Event description:
Ous MDR - pacing impedance were <200 in both the device memory and hm. All other values are okay. A connection problem was suspected. There was a kink visible on the lead in the x-ray. Therefore, it was explanted.